Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed an out of calibration force sensor and contamination in the force sensor assembly. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. (B)(4). During evaluation the force sensor was found to be out of calibration and contamination was found in the force sensor assembly.